Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was noted to have a lower than recommended monitoring voltage prior to implant. This ICD was not used and will be returned for analysis.